Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported.